Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated she was getting blood glucose readings from the contour next ez that were 30-50mg/dl higher than on a different meter. Specific readings were not provided, but 119mg/dl was one of the 5 most recent readings from the meter memory. A comparison of a reading 50mg/dl lower would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned for evaluation, and replacement product was not sent at the time of the call.